Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number was unknown therefore a DHR review could not be performed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The physician took a biopsy during a superdimension procedure. The specimen appeared bloody, but not severe. The next day the patient presented with severe bleeding and was admitted to the hospital. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 02/23/2016. Date of follow-up report: 03/01/2016. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The physician reported that he had no difficulty navigating to the lesion and no difficulty with any of the tools used during the procedure. The patient did experience intraparenchymal bleeding that did not require treatment. Post procedure the patient required 4 liters of oxygen with bronchodilator treatments. Based on cxr. The patient was admitted to the hospital for observation and was discharged 48 hours later and had returned to baseline oxygen requirements. If additional information pertinent to the incident is obtained another follow-up report will be submitted.